Event description:
It was reported that the actual residual volume (arv) was greater than the expected residual volume (erv) at the first refill after the pump implant. The pump was filled with 21 ml of morphine 5mg/ml following implant and programmed to infuse 10mg/day/2ml. The patient was in the healthcare provider (hcp) office for a refill with concentration change as of the date of this report, when 20ml of the drug was aspirated from the reservoir. The patient was doing great, had discontinued use of fentanyl patches etc. The hcp was to continue to monitor volume accuracy, and patient response. No pump alarms were noted. On (B)(6) 2011, at the second refill schedule it was noted that arv was still 21ml when 21ml of the drug was refilled 7 days ago. Patient had no therapy issues was pain free and walking fine and looked great per hcp. Patient had been on topical fentanyl and other oral meds, however currently, per hcp, patient was not on anything topical/oral and had not gone through withdrawals; patient had sacral ca and had been in much pain. It was later reported that the hcp was to contact a medical consultant with ideas on how to proceed with situation. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: catheter model: 8709sc, serial #: (B)(4), implanted: (B)(6) 2011, explanted: unk.